Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the right hand side of the screen was black and the insulin gauge was blocked. The customer's blood glucose level was not impacted. The customer would continue to use the pump for insulin therapy.